Event description:
Upon investigation in /2009, manufacturer's domestic evaluation lab found inform electrical contact pin 3 melted/burned. Replacement was sent, device returned. No adverse event reported.